Manufacturer narrative:
B2: outcomes corrected. D4: catalog number and UDI corrected. D6: implant and explant dates added. H6: impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the cause of the reported blood leak during implant could not be conclusively determined during the evaluation of heartmate 3 lvas (left ventricular assist system), serial number (B)(6). (B)(6) was returned assembled with the pump cable fully intact. The modular cable was not returned. The sealed outflow graft (lumen and bend relief) was not returned. The cuff lock was returned in the default position, and the apical cuff was not returned. Examination of the pump blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the cuff lock and sealing ring found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the cuff lock, sealing ring, and motor cap confirmed that the components were within manufacturing specifications. The pump was reassembled, and the cuff lock appeared to engage normally with a test apical cuff. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas (left ventricular assist system) IFU (instructions for use) provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad (left ventricular assist device). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a surgeon was implanting a left ventricular assist device heart mate 3 via a thoracotomy approach. Once the pump was attached they noticed bleeding from around the cuff lock/insertion point at the left ventricle's apex. They removed the pump properly with the apical cuff unlocking tool and secured it with more pledgets and reattached the pump. The same issue persisted. The surgeon removed the pump again in the same manner and reinspected it. They demonstrated a concern regarding the "vertical play" the pump had despite locking into place and bleeding. The surgeon stated there was more give in how the pump attached to the ring which led to bleeding. They stated they wanted a new pump, and the initial pump was removed and a new pump was implanted. The bleeding seemed to resolve around the ring/insertion site.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.